Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 582 (mg/dl). Customer attempted to administer correction boluses to treat bg levels; however, bg levels remained elevated. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to change infusion set. Customer indicated that they will continue to monitor bg levels and call back if further assistance is required.